Manufacturer narrative:
Result: bed exit unplugged from cpu board.

Event description:
It was reported by service report that the bed exit alarm was not functioning. No pt involvement or adverse consequences were reported.